Event description:
The customer observed falsely elevated alinity c calcium results generated on the alinity c processing module for one sample. The following data was provided: sid (B)(6), on (B)(6) 2024, initial result 11.60 mg/dl (lot 66462un24), repeated on other analyzers 12.32 mg/dl (lot 88813un24). On (B)(6) 2024 sample was repeated and the result was 17.52 mg/dl and 16.37 mg/dl (lot 88813un24). On (B)(6) 2024, the sample centrifuged for 10 min at 3500 rpm and repeated and the results were 10.53 / 10.72 / 10.48 / 10.61 mg/dl. By the reflex rule, it generated a pth that gives 10.6, (low) no impact to patient management was reported.

Manufacturer narrative:
Corrected data found in d4 primary UDI number. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 88813un24, however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Troubleshooting was performed by re-centrifuging the samples and rerunning the samples with the same lot of reagent as the initial testing. The rerun sample generated results that were consistent with the patient¿s clinical history. Quality controls were within range at the time of the incident. Also, review of historical data suggest the product is performing acceptably. Review of product labeling found adequate information regarding the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c calcium reagent was identified.

Event description:
The customer observed falsely elevated alinity c calcium results generated on the alinity c processing module for one sample. The following data was provided: sid (B)(6). (B)(6) 2024 initial result 11.60 mg/dl (lot 66462un24), repeated on other analyzers 12.32 mg/dl (lot 88813un24). (B)(6) sample was repeated and the result was 17.52 mg/dl and 16.37 mg/dl (lot 88813un24). (B)(6), 2024 the sample centrifuged for 10 min at 3500 rpm and repeated and the results were 10.53 / 10.72 / 10.48 / 10.61 mg/dl. By the reflex rule, it generated a pth that gives 10.6, (low) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.